Event description:
The pt's mother reported that the pt experienced elevated blood glucose levels (480 mg/dl) with ketones. A correction bolus was given and the pt's blood glucose level decreased to 280 mg/dl. The pt's mother reports no site or cartridge issues. The pt's mother declined to perform troubleshooting on the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.